Manufacturer narrative:
The event was originally evaluated and deemed not reportable based on the information received. This event was re-evaluated on 1/25/10 and determined to be a reportable event based on the lack of information. Multiple attempts were made to get additional information concerning the patient's history and possible causes of the patient's symptoms. No reports were ever made available. There is also no information on what interventions were performed prior to revision of the device. Therefore, we are unable to confirm the relationship of the device to the reported event but occlusion is a known inherent risk following vascular access device implants, especially in patients with hypercoagulability. Since this physician typically does not evaluate the patient for hypercoagulability, it cannot be determined if it contributed to the device occlusion.

Event description:
A hero vascular access device was placed in patient for dialysis in (B) (6) 2009. The patient underwent a revision of the device approximately 3 months later due to clotting.